Event description:
Per legal complaint: (B)(6) 2009 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2009 ¿ patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex patch. Per op notes, ¿the supraumbilical hernia sac was dissected free. A large-size ventralex patch was placed in an intraperitoneal position and secured to the fascia using sutures.¿ (B)(6) 2010 ¿ patient was diagnosed with chronically infected mesh thereby underwent open repair with the removal of mesh. Per op notes, ¿the chronically infected ventralex mesh in peritoneal cavity was removed. A biological patch was placed in underlay position using sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint: (B)(6) 2009 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."